Event description:
Healthcare professional reported right side infection as well as exposure. Healthcare professional later report capsular contracture, baker grade iii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation visual analysis of the returned device identified: weight to the spec, white particle in shell. No other observations observed in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The reported events capsular contracture, infection, and exposure are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, infection, exposure.